Manufacturer narrative:
H.6. Investigation summary : the customer returned (1) open 4mm, 32g pen needles without the tear drop label, inner shield, or outer cover. Customer states that the rear end of the cannula is broken. The returned pen needle was examined and exhibited a broken non patient end of the cannula. Bd was unable to perform DHR check for cannula broken (npe) due to unknown lot number. Based on the sample received the investigation concluded conformation bd was able to confirm the customer¿s indicated failure. User error. No evidence of manufacturing related issues were observed on the returned samples. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time h3 other text : see h.10.

Event description:
It was reported that the unspecified bd pen needle experienced the cannula breaking off or pulling out during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Rear cannula end is broken + gets stuck.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4). Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that the unspecified bd pen needle experienced the cannula breaking off or pulling out during use. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. Rear cannula end is broken + gets stuck.